Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient. According to the complainant, the patient experienced physical pain and dyspareunia. All other information, including the patient's current condition, is unknown and reportedly unavailable.